Event description:
The account alleged the brake casters slide on the floor while in brake mode. No patient impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.